Event description:
It was reported that cadd medication cassette reservoirs pump alarmed no cassette attached. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used condition without its original packaging, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample was received without blue clip and without cap assembled. During the functional testing, the samples were fully primed and connected without difficulty, the pump was set running and no alarms were activated. The complaint was not confirmed. The root cause was unable to be determined. No actions taken were performed since the complaint was not confirmed.